Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgical procedure the patient received inappropriate defibrillation therapy due to noise from procedure. Patient was unaware of the shock and was stable.